Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion and crease fold. The leak test was performed and found opening on posterior . A microscopic analysis was performed which identify opening striated in the posterior. Based on the device analysis the final assessment is: a striated opening in the posterior side assessed as surgical damage. Opening.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.